Manufacturer narrative:
The remote service engineer (rse) spoke with the customer to troubleshoot the issue. During the discussion, the rse suggested that the biomed reboot the central station, as the problem appeared to be isolated to a single bed. The customer confirmed that audible alarms could be heard from the other beds. It was also confirmed that staff were unable to determine the specific type of alarm being generated, as certain inop alarms may not produce an audible alert. The biomed verified that staff could see the alarm annunciation at the central station. The biomed stated that a reboot of the central station would need to be performed at a later time, as permission to reboot had not been granted during the troubleshooting session. The product malfunction was unable to be confirmed because the customer didn¿t respond to any calls or emails from philips. The customer did tell the rse that they will be taking responsibility for servicing the device themselves. The customer has been notified to contact philips for further help. Philips has made several attempts to gather further information from the customer with no information made available.. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient information center ix system indicating they are not hearing audible alarm for one bedside at the central statiion when an alarm goes off. The sector is showing the alarm going off - just not audible. The device was is in clinical use at time of event, no adverse event was reported.